Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed investigation of products with similar complaints that were returned indicate the most likely cause of this complaint is that the cannula latch and the mating posts from the handle upper shell, were ultrasonically welded and deformed during manufacture. The deformation of the posts limited the amount of force applied to the cannula latch, causing the cannula latch not to properly engage the cannula hub when the device was cocked. The review revealed no anomalies that could be associated with this incident. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a trupath biopsy needle was used in 2007. According to the complainant, the needle misfired 7 times. The physician finally was able to take tissue using this needle. There were no patient complications reported as a result of this event.